Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported leak in the video connector during an unspecified procedure involving an olympus autoclavable camera head. The customer suspected that the cause of the detected leak was due to impact or unintentional drop of the video connector. There was no patient injury reported.